Manufacturer narrative:
(B)(4). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted parent information.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with striae in the left (os) at post treatment. The surgery center reported the striae is causing a decrease in the uncorrected visual acuity. The flap was refloated and smoothed out. It was stated that the patient experienced loss of best corrected visual acuity (bcva). The patient complained of blurry vision. The patient reported the symptoms are interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20 -4.25 x -1.00 x 82, left eye pre-op 20/20 -3.75 x -1.00 x 85.